Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The customer washer left an invisible film on the scope pins. The pins on the scopes were cleaned with acetone and the error went away. The subject device will not be sent back to olympus for further evaluation and repair. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It has reported that the subject device had error b30. The event occurred during preparation for esophagogastroduodenoscopies and colonoscopies. There were no reports of patient harm.